Manufacturer narrative:
It was reported that the patient did not experienced an infection at the implant site as previously reported.

Manufacturer narrative:
This report is submitted on april 12, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested regarding treatment; however, not made available as of the date of this report.